Manufacturer narrative:
See related MDR 2020664-2010-00122, device 1 disinfecting solution. See mdrs 2020664-2010-00124 (disinfecting solution) and 2020664-2010-00125 (neutralizing solution) for pt #2. Mutoh t, ishikawa I, matsumoto y, chikuda m. Clinical ophthalmology 2010: 4 1189-1192.

Event description:
A literature article provided details regarding 9 cases of acanthamoeba keratitis. Two of the cases involved pts using consept quick disinfecting and neutralizing system. Pt one is a (B)(6) female, who wore planned replacement contact lenses (monthly fine). Diagnosis was made by direct light microscopy of corneal specimens stained by the parker ink-potassium hydroxide method between (B)(6) 2006 and (B)(6) 2009. Pt occasionally wore lenses longer than recommended and washed contact lens case with tap water. Treatment consisted of antifungal eye drops (0.2% fluconazole, 0.1% micronazole, 0.1% micafungin sodium (one or two drugs), systemic antifungal therapy (oral itraconazole 200 mg/day) and surgical debridement. This pt had 14 corneal debridements. The pt showed improvement of visual acuity to 1.0 by 3 weeks after the start of treatment and no amoebae were found in the corneal scrapings after 6 weeks of treatment; she was judged to be cured and treatment was stopped. However, one month later, the keratitis recurred and progressed to the complete stage. Visual acuity following treatment was unchanged from baseline (0.5).